Event description:
It was reported via an internet forum by an unknown patient that they required a full revision for a malfunction reported in mfg report # 1644487-2017-04146. Following the surgery one of the patient's vocal cords was paralyzed. The patient required a second surgery due to aspirating while eating and drinking. The paralysis was stated to resolve after three months. No additional relevant information has been received to date.